Event description:
It was reported that the nail broke and pt required revision.

Manufacturer narrative:
Device not returned. No eval will be performed. If the device or add'l info becomes available, a supplemental report will be issued.